Manufacturer narrative:
(B)(4). Eval, results, conclusion: (arterial occlusion). (Tortuous iliac arteries).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a fusiform 6.0 cm diameter abdominal aortic aneurysm five months ago. The pt has a history of tobacco use, hypertension, hyperlipidemia, cardiac disease, cad, pulmonary disease, vascular disease, pvd, gi complications. The right iliac was severely tortuous and left iliac was moderately tortuous. It was reported that at the one month f/u the pt had a stent graft occlusion and stent graft stenosis of the right iliac artery as the pt had experienced right leg pain approx 3 weeks after discharge from the index procedure (ref MFR # 2953200-2011-00849). The investigator assessed the event to be related to the device and unrelated to the procedure. A thrombolysis procedure followed by implanting a stent in the right external iliac artery resolved the occlusion. No add'l clinical sequelae were reported and the pt is fine.